Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade (mr) grade 4. The steerable guide catheter (sgc) was advanced across the septum and the guide handle was placed in the stabilizer. The dilator and guidewire were removed while aspirating the device. Once removed, there was air noted in the guide. The air was aspirated, and echo confirmed that the guide tip was in free space in the left atrium. The stopcock was verified to be tight and closed, and the guide had air in it again. The guide handle was removed from the stabilizer and placed below the heart, and back flushed to remove air. As the guide was raised to be placed in stabilizer again, air entered the guide. The guide was lowered below the heart once again and back flushed to remove air. The physician decided to insert the clip introducer into the sgc below the heart. After the clip was introduced the guide handle was placed back in the stabilizer. There was no air noted and the procedure continued. One mitraclip was successfully implanted, reducing the mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.